Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their therapy had stopped due to a power on reset (por) error. The patient was upset, as they were unable to get ahold of the manufacturing representatives. They indicated that they were trying to recharge their device when the por occurred. The patient noted that they thought the implantable neurostimulator (ins) was probably low. The patient was able to bypass the por on their recharger at the time of the report. It was noted that their recharger screen showed that the ins was half charged. The patient indicated that they were recently in a hospital for surgery unrelated to their device. It was reviewed that the emi from the surgical procedure was likely the cause of the por. No trauma or falls were reported to be related to the issue. The patient was also able to clear the informational por on their programmer. The patient mentioned that they had pain again and had to take pain pulls. They were able to turn their therapy back on and confirmed that it was adequate. Troubleshooting resolved the issue at the time of the report. No further complications were reported or anticipated.